Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
The patient underwent revision surgery following diagnosis of altr. The patient was reported not to be symptomatic. Infection was not diagnosed. The following measurements were recorded at 26 months following index surgery: cobalt - 10; chromium - 2.7; fluid cobalt - 670; fluid chromium - 120; esr - 29; crp - 0.2.

Manufacturer narrative:
It was confirmed that this event is a duplicate of MFR. Report # 9616680-2012-01129. Investigation results will be submitted under this report number.

Event description:
The patient underwent revision surgery following diagnosis of altr. The patient was reported not to be symptomatic. Infection was not diagnosed. The following measurements were recorded at 26 months following index surgery: cobalt - 10; chromium - 2.7; fluid cobalt - 670; fluid chromium - 120; esr - 29; crp - 0.2.